Event description:
On (B)(6) 2026, senseonics was made aware of an unsuccessful attempt to remove the user's sensor. The sensor had been palpable and was localized using palpation and a magnet. The patient, who was on blood thinners, was reported to be doing well, and to minimize trauma, the provider deferred further removal attempts to a later date, placing a new sensor in the same arm. The patient is currently using the new sensor and receiving accurate readings. Follow-up communications confirmed details of the failed removal and advised the patient to coordinate a future removal attempt, though no date has been scheduled.

Manufacturer narrative:
Difficulty with sensor removal is a known and anticipated potential adverse effect as described in the eversense user guide, which does not require additional investigation. Sensor removal status will be provided in a supplemental report once the information becomes available.